Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal thoracic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented emergently with chest pain and a CT scan revealed a type iii endoleak. The physician stated possible eroded material. The patient was intervened with a 36x36x150 and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), lack of information (cause of endoleak is unknown). Conclusion: lack of information (cause of endoleak is unknown).